Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the primary operative report did not note any intraoperative complications. The revision notes mentioned corrosion on the trunnion and undersurface of the femoral head. The acetabular shell was very well fixed and osseointegrated. The stem was very well fixed. The surgeon noted that the acetabular shell was found to be in somewhat neutral version with slight overlap of the anterior margin of the shell beyond the anterior acetabular bony wall. The overlap may have caused the iliopsoas tendon impingement, so it was dissected. It is possible that this impingement could have been a contributing factor to patient pain. The surgeon hypothesized that the reported corrosion was the most likely cause of the patient pain and synovitis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to pain. During the revision, corrosion and synovitis were noted.